Manufacturer narrative:
(B)(4).

Event description:
It was reported that the basket was unable to fully close. An intellamap orion¿ catheter was being used with a rhythmia mapping system. During the procedure, a map shift occurred presumably due to a defective back patch as the patient did not move and no other equipment had been removed in the room. The procedure continued with the same back patch. At the end of the procedure, the physician noticed that the wire that opens and closes the basket was broken. The orion catheter was not visible on the rhythmia map. The physician could not push the wire forward for maximum closing of the basket. The device was removed and the procedure completed. The physician checked the patient's veins via xray. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR:unit was received for analysis after decontamination (in appropriate packaging). The returned device matches with upn provided by the customer. The device has two kinks, one which is located approximately 5.5 cm from the tip in the distal section and the second which is located 24.5 cm from the proximal handle. The deployment shaft is bent and protruding outside of the deployment array. The electrical test was performed and the device failed the test. Refer attached document. The device failed the magnetic tracking test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that the basket was unable to fully close. An intellamap orion¿ catheter was being used with a rhythmia mapping system. During the procedure, a map shift occurred presumably due to a defective back patch as the patient did not move and no other equipment had been removed in the room. The procedure continued with the same back patch. At the end of the procedure, the physician noticed that the wire that opens and closes the basket was broken. The orion catheter was not visible on the rhythmia map. The physician could not push the wire forward for maximum closing of the basket. The device was removed and the procedure completed. The physician checked the patient's veins via xray. No patient complications were reported and the patient's status is fine.